Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the motor and vibrator assembly. Unable to perform all functional testing including the displacement test, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to the moisture and then it was not working anymore. The blood glucose level of the customer 152 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.